Event description:
Pt reported during IV veletri infusion, invision plus (rym-5000) connector broke, noticed she was wet, blood all over her. Pt quickly changed tubing and connector, no problems ever since. No lot number to report, she didn't save packaging. No further information available. Reported to (B)(6) by pt/caregiver. Dose or amount: na; frequency: continuous; route: IV; dates of use: from (B)(6) 2017 to current; diagnosis or reason for use: pah.